Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicated that the infection was not caused by the products and they have determined that this was a possible (B)(6). There were no growths on the products. There were no additional adverse effects reported. The product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.